Manufacturer narrative:
The device was returned for evaluation. The returned device was given functional and delivery testing. The reported issue could not be duplicated during testing; the returned device did not alarm during testing and no device issues were identified. The cause of the issue could not be confirmed.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition other than a scratched screen. The pump event log had no related findings. Functional testing included use testing. The pump was started in application and double beeping was unable to be duplicated. The downstream occlusion sensor was replaced as a preventative measure. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep no cassette alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.